Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an overinfusion was observed with a small volume infusor after patient infusion. The expected medication time was 46hr but the actual medication time was 22hr. The total fill volume was 95ml. The drug for the medication was 5-fu and saline for dilution. There was no patient injury or medical intervention associated with this event. No additional information is available.